Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the impedance measured high undefined in one vector and within normal range in another vector. Since the impedance value was normal until then and a repeat impedance measurement was lower, the physician positioned the lead as it was without replacement and completed the procedure. One week post operatively, the impedance measured lower and more favorable than that after the operation. No intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.